Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the doctor found the distal lumen line and luer hub were separated during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
It was reported the doctor found the distal lumen line and luer hub were separated during the procedure. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen cvc for analysis. Signs of use in the form of biological material was observed on the catheter body. Visual analysis revealed that the distal luer hub had separated from the distal extension line body, however, the separated luer hub was not returned for analysis. Therefore, it cannot be confirmed if a portion of the extension line was still molded within the separated luer hub. The catheter body length measured 219mm which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.14mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.4224mm which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal, medial 1, and medial 2 lumens were flushed using a water-filled lab inventory syringe. All three lumens flushed as expected. A manual tug test confirmed that the proximal, medial 1, and medial 2 luer hubs were secure to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had become separated. The separated luer hub was not returned for analysis. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history with no relevant findings. Without the separated luer hub returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.